Event description:
According to the distributor's report, the device was used to close a laceration. During application, the adhesive contacted the pt's eye and glued it shut. The physician applied opthalmic ointment and massaged the eyelid to open it. No further info is reported.